Event description:
It was reported that during a da vinci si thyroidectomy procedure the 5mm maryland dissector instrument made contact with the 5mm introducer, causing the instrument shaft to peel away. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. On august 2, 2012, isi received additional information from the site indicating that fragments from the shaft of the reported instrument fell into the patient. On august 8, 2012, isi contacted the clinical sales representative and he indicated that at the time of the initial report, there was no confirmation from the site that any fragments from the instrument fell into the patient, however, the site indicated that they were concerned about the potential of fragments falling into a patient. Isi contacted the customer on august 7, 2012 and august 8, 2012 to verify additional details concerning the reported event. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the main tube insulation exhibited damage along the distal end. Insulation was found with several gouge and abrasive marks within the area. The marks were short in length and not axially aligned with the tube. The main tube also exhibited a couple of different damaged sections with tube insulation and there are missing pieces of insulation. Engineering concluded that the damage was likely due to mishandling. On (B)(6) 2012 intuitive surgical received an email response from (B)(6), the surgical practitioner and robotics nurse at (B)(6) indicating that damage to the 5mm maryland dissector instrument was noted at the end of the planned surgical procedure and no fragment(s) from the instrument fell into the patient. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.